Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple non-sustained rv oversensing episodes were observed through merlin.net transmission. Review of session records suspected far-p oversensing. Further tests and programming changing were suggested. Patient did not come to clinic for programming. Later, patient had an alert for non-sustained rv oversensing due to myopotential oversensing. Additional tests and device reprogramming was recommended.